Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error b30 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a short in the charged-coupled device cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope displayed no image. The event occurred during inspection for use. There were no reports of patient involvement.